Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit shut off. There was no patient harm reported.

Manufacturer narrative:
Updated data: b4,g3,g6,h2,h10,h11corrected data: b5, e2, h6(clinical & impact )

Event description:
N/a.

Manufacturer narrative:
Additional contact information: (B)(6). Additional information was requested with regard to the repair and status of the iabp; however, despite our best efforts, no repair information and no status of the iabp has been received. If any pertinent information is received in the future, a supplemental report will be submitted.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit shut off.